Event description:
A customer reported "5029 csum error (param) control parameter checksum error., 5030 csum error (reagent) test file checksum error., 5032 csum error (errlog) error log checksum error. And 5033 csum error operation list.". Errors on the aia-360 analyzer. The customer rebooted the instrument multiple times, but the errors remained. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed that the only error that occurred on the analyzer was 5031 csum error (result) assay results checksum error. The fse removed the front cover and noticed a large amount of dust and lint on and around the main board. The fse disconnected all main board connections, removed the board, blew all dust/lint off the main board and the surrounding area with canned air. The fse disconnected and reconnected the battery on the main board, re-installed the main board and reseated all connections. The resolution was verified by powering on the analyzer in test mode and normal mode with no errors occurring, performing the substrate background and quality control with all results within acceptable ranges and once again powering the analyzer off and back on without errors. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-360 analyzer operator's manual under section 7-1: list of error messages states the following: [5031] csum error (result) description: assay result checksum error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to dust and lint on and around the main board, cause traced to maintenance.